Manufacturer narrative:
The incoming information was re-evaluated, and it was determined this complaint is not reportable. It was reported the device was damaged by the repeated attempts at navigation within the sheath and through patient's tortuous anatomy. The constrained / damaged device was removed with no issues and no harm to patient. Therefore, this report is retracted.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b18: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a thoracoabdominal procedure, a 5x59 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted in the renal artery. Access site was from the femoral artery and an 8.5 fr merit deflectable sheath was placed. As reported, the patient has a tortuous anatomy. It was reported that after ¿hours of trying¿ and with substantial difficulty, the vbx device finally reached the treatment site. However, because of the extra force applied to the vbx delivery catheter during advancement through the sheath and due to multiple navigation attempts to reach the renal artery, the vbx device did not deploy. Reportedly, the vbx device 'bulged' and moved, but did not expand. It was concluded the vbx delivery catheter was damaged due to the applied force during advancement. The constrained vbx device was removed through the sheath with no issues. A same sized non-gore device with a smaller profile was implanted successfully. The patient did not experience any adverse consequences due to the vbx device.